Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 6 weeks after the implantation the lead impedance was too high (greater than 2500 ohms bipolar). There was no worsening of the patient condition since the pacing was automatically switched from bipolar to unipolar (320 ohm). The lead was explanted. The lead was fractured in the subclavian area. The physician does not allege that this is a lead malfunction.